Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the cathode conductor coil was fractured. The fracture appears to be located distal of the approximate suture sleeve tie down area. The confirmed allegation of a lead fracture likely resulted in the observed clinical observations.

Event description:
Boston scientific received information that prior to replacing the device due to normal battery depletion this right atrial lead was tested and revealed high out of range and low out of range pacing impedances. Noise on the right atrial was produced when applying maneuvers on the device pocket. A right atrial lead fracture was alleged. A revision took place to extract this right atrial lead, but it was not possible to retract the helix. The lead was finally removed. This lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.